Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed; foreign objects were observed in the forceps elevator, the bending section rubber, and the connecting tube. Additionally, inspection noted the following device issues; device angulation works but angulation control knob feels too loose or light, scope cover has a dent, due to wear of angle wire, bending angle in the up direction does not meet the standard value, and due to wear of angle wire, the play of right/left knob is out of the standard value. Further, the connecting tube has a buckling, and due to damage on the knob wire, the forceps raising angle does not meet the standard values, and due to the wear of the angle wire, the bending angle in down direction does not meet the standard value and the bending angle in the left and right direction does not meet the standard value. Also, the water removal ability does not meet the standard value due to the nozzle clogging, and the following items all have a scratch; the distal end, the acoustic lens, the control unit, the connecting tube, the grip, and the universal cord. In addition, the protector of the universal cord on the suction connector side has a cut, and the adhesive on the bending section rubber is detached. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope's control knob movement was too loose. However, during reprocessing maintenance inspection it was observed that the forceps elevator has foreign material. The foreign material is yellowish/brown in color, but it is unknown what the foreign material is. In addition, foreign objects were observed in the bending section rubber and the connecting tube. The issue was observed during maintenance incoming inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. It was confirmed there was damage to the areas where the foreign material was detected but it is unknown if reprocessing was performed according to the instructions for use (IFU). Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented by handling the device in accordance with the following IFU: chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 reprocessing workflow for endoscopes and accessories. Chapter 9 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.